Event description:
It was reported that the patient underwent pump change from old connector type to new. During the procedure, when sliding the catheter on to the connector pin and secure with secure slide, it was possible to disconnect x 2. To keep connected the surgeon had to string it and slide the secure slide on as well.

Manufacturer narrative:
Sutureless pump connector model 8578, lot# 0205518896, serial# unk, implanted unk, explanted unk, the connector pin and small part of catheter were returned.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The catheter was incomplete; returned in segments. Analysis of the short catheter segment revealed no anomalies. Analysis of the strain relief sleeve showed no visible anomalies. Analysis revealed acceptable testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.